Event description:
Pt status post construct implantation, c3 to s1 returned to surgeon after a fall. An x-ray showed three cancellous polyaxial screws. During the revision the surgeon removed the broken top portion of the three screws and left the remaining shafts in patient's bone. Surgeon revised the pt from c2 to t2 with another construct. This is three of three reports for this event.

Manufacturer narrative:
Additional info has been requested. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. A device history record review will be requested.